Event description:
It was reported that the pump module experienced an over infusion of an unspecified medication. There was patient involvement but no harm.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that there was an inaccurate infusion of fentanyl. The infusion of fentanyl (2500 mcg/50 ml) was intended to start at 25 mcg/hour and titrate by 25 mcg/hour every 60 minutes to achieve target rass goal of 0. (0.5 ml/hour). However, 0.87 ml was infused within 221 minutes, which was different from the expected amount. There was patient involvement but no harm.

Manufacturer narrative:
Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Correction: describe event or problem. Additional information: device eval by manufacturer?, reason code for no evaluation, if other specify, imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. H3 other text : not applicable. Device evaluated by bd.